Manufacturer narrative:
Initial 2 of 3. E1:name ypsomed ag. Street weissensteinstrasse 26. City solothurn . Country switzerland. Postal code ch-4503. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
Event occurred in united kingdom. It was reported that the patient faced event on 19-apr-2026, where there was leakage on the reservoir causing hyperglycemia treated by manual pen. The patient changed infusion set three times.